Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the stem extension was lacking the hexagonal shape required for the locking mechanism to function.